Event description:
Customer reported that her reservoir leaked insulin from the plunger. She stated that she was doing everything correctly and was doing a manual prime when leak occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been return. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.